Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital following lung surgery. Upon device interrogation, the right ventricular (rv) lead exhibited an elevated capture thresholds and noise oversensing, which resulted in pacing inhibition. The noise was reproducible with isometric exercise a few days post-operation. The patient had complete heart block (chb). The pacemaker exhibited an unspecified oversensing issue and inhibited pacing. Programming changes were made prior to the lead revision procedure. The right atrial (ra) lead was not active; the device had previously been set to vvi mode due to a history of ra noise oversensing and chronic atrial fibrillation. The pacemaker was explanted and replaced. Both the rv and ra leads were capped on (B)(6) 2025. A new rv lead was implanted and connected to the new pacemaker. The patient remained stable prior to, during, and after the procedure.

Manufacturer narrative:
Correction: the correct event description in section b5 should have been "it was reported that the patient presented to the hospital following lung surgery. Upon device interrogation, the right ventricular (rv) lead exhibited an elevated capture thresholds and noise oversensing, which resulted in pacing inhibition. The noise was reproducible with isometric exercise a few days post-operation. The patient had complete heart block (chb). Programming changes were made prior to the lead revision procedure. The right atrial (ra) lead was not active; the device had previously been set to vvi mode due to a history of ra noise oversensing and chronic atrial fibrillation. The pacemaker was explanted and replaced for elective replacement. Both the rv and ra leads were capped on (B)(6) 2025. A new rv lead was implanted and connected to the new pacemaker. The patient remained stable prior to, during, and after the procedure.", rather than "it was reported that the patient presented to the hospital following lung surgery. Upon device interrogation, the right ventricular (rv) lead exhibited an elevated capture thresholds and noise oversensing, which resulted in pacing inhibition. The noise was reproducible with isometric exercise a few days post-operation. The patient had complete heart block (chb). The pacemaker exhibited an unspecified oversensing issue and inhibited pacing. Programming changes were made prior to the lead revision procedure. The right atrial (ra) lead was not active; the device had previously been set to vvi mode due to a history of ra noise oversensing and chronic atrial fibrillation. The pacemaker was explanted and replaced. Both the rv and ra leads were capped on (B)(6) 2025. A new rv lead was implanted and connected to the new pacemaker. The patient remained stable prior to, during, and after the procedure." The related report number 2017865-2025-99406 should not have been submitted.

Event description:
It was reported that the patient presented to the hospital following lung surgery. Upon device interrogation, the right ventricular (rv) lead exhibited an elevated capture thresholds and noise oversensing, which resulted in pacing inhibition. The noise was reproducible with isometric exercise a few days post-operation. The patient had complete heart block (chb). Programming changes were made prior to the lead revision procedure. The right atrial (ra) lead was not active; the device had previously been set to vvi mode due to a history of ra noise oversensing and chronic atrial fibrillation. The pacemaker was explanted and replaced for elective replacement. Both the rv and ra leads were capped on (B)(6) 2025. A new rv lead was implanted and connected to the new pacemaker. The patient remained stable prior to, during, and after the procedure.